Event description:
It was reported during regular inspection that cardiosave intra-aortic balloon pump (iabp) a crack was found at the base of the temperature sensor. It was also in danger of breaking. There was no patient involved.

Manufacturer narrative:
Due to character limit in e1: full event site name:(B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) after taking it back to the company and inspecting the temperature sensor again, it was found that the sensor was bent. After removing the assembly, upper panel and inspecting the sensor again, it was found that there was a crack at the base of the sensor. Therefore, the front end board was replaced. After that, an inspection was conducted based on the inspection record sheet. It was also confirmed that the ambient temperature was displayed correctly. Operational check result: good.

Event description:
N/a.